Manufacturer narrative:
Device returned for investigation. Self-test and visual inspect. Self-test failed due to power lost and wouldn't turn on. During visual inspection on the outside of the device and found no damages to the front case, rear case, no damage or chip or cracks on the antenna ce module cover or any other plastic part on the outside of the device. Visual inspection performed and found inside the device was a burnt resistor on the power supply pwa board, burnt two resistors on the driver motor pwa board, damage screw mounts on the main chassis that hold the cpu & power supply boards in place. Found a bent pin on the cpu pwa board. Found a damage lip on the fluid shield. The customer compliant was confirmed that the device did not turn on or power up but didn't see any smoke but smelled smoke on the boards. The probable cause is incorrect installing of the power supply board and cpu board and damage the chassis board screw mounts. This damage the boards and the main chassis. Cosmetic on the fluid shield.

Event description:
The event involved a plum 360¿ infuser pump where it was reported that the device has been plugged in and it was smoking and won't turn on. There was no patient involvement, no adverse event or human harm and no delay in therapy.